Event description:
Event description cpi received information that this patient was experiencing 'under pacing'most likely due to oversensing. Physician elected to leave the lead and the implantable pulse generator as is. Patient on 30 day holter monitor. Physician to monitor patient for future episodes. Further information recieved/electrograms, shows several pauses but all lead measurements are normal and unchanged. Unable to reproduce any oversensing , no inappropriate episodes or therapy given. However, there was unexplained pacing inhibition. Physician and rep to follow for additional troubleshooting. System left in place, patient is asymptomatic now.